Event description:
End user reports newly purchased syringes appearing "compromised with condensation inside barrel". User expressed that the syringes were fully sealed inside box and polybag however when opened after purchasing the syringes appeared "wet inside".

Manufacturer narrative:
Retained lot samples for syringe lot 59232 were tested for production process and packaging. No abnormalities were found during testing.

Manufacturer narrative:
Initial trend analysis for lot 59232 was conducted, no malfunctions were found. This is the only complaint for lot 59232. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports newly purchased syringes appearing "compromised with condensation inside barrel". User expressed that the syringes were fully sealed inside box and polybag however when opened after purchasing the syringes appeared "wet inside".